Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 4000 complaint of watchdog failure more then four times was not verified during occlusion testing. The event log revealed history of alarm. Preventative measures taken to replace speaker. Device passed all functional testing and ready for service.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 4000 complaint of watchdog failure more then four times alarm. No adverse patient events reported.